Event description:
Additional information received reported that the cause of the discrepancy was unknown. Troubleshooting included an x-ray and CT study. At the time of report the patient recovered without permanent impairment.

Event description:
It was reported that volume discrepancies where the actual residual volumes (arvs) were greater than the expected residual volumes (ervs) occurred; the arv and erv were 10 ml and 2.9 ml, respectively, at a refill appointment on (B)(6) 2014, and the arv and erv were 19 ml and 3.7 ml, respectively, on (B)(6) 2014. The patient reportedly had ehlers-danlos syndrome and was always in a lot of pain, but had been in a lot more pain for the last 3 months. The pain was so intense that the patient couldn¿t perform her kegel exercises. The event logs were checked and no issues were found. No patient outcome was reported. The pump was delivering clonidine, bupivacaine, and unknown morphine. Follow-up is being conducted for if additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).